Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t wave oversensing. No changes were reported. There were no patient consequences.

Event description:
New information received notes that programming changes were made on the patient's implantable cardioverter defibrillator (ICD) to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
Additional information: a4 - patient weight. B5, h6 - programming changes were made.